Event description:
It was reported that the touchscreen of this programmer was unresponsive. This programmer was returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device revealed chipped glass on the lcd touchscreen. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. No error or fault codes were recorded in the programmer's logfile. The programmer was disassembled, and it was determined that an issue with the screen's touch controller caused the observed touchscreen behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low.